Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and bipolar disorder ('bipolar depression') in an adult female patient who had essure (batch no. 685784) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem placing one coil in the fallopian tube". The patient's medical history included nickel sensitivity, obesity, abdominal hernia and tendonitis. Previously administered products included for birth control: mirena until (B)(6) 2010; for an unreported indication: advair from 2000 to 2004. Concurrent conditions included stress incontinence, female, cyst of ovary, endometriosis, cervicitis, nabothian cyst, adenomyosis, vaginal bleeding and uterovaginal prolapse. Concomitant products included citalopram since 2014, lurasidone hydrochloride (latuda) from (B)(6) 2018 to (B)(6) 2019 and omalizumab (xolair) since 2014. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced restless legs syndrome ("restless leg syndrome"). In 2015, the patient experienced bipolar disorder (seriousness criterion medically significant) and dysuria ("urinary problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), cyst ("cysts"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), back pain ("low back pain"), pain in extremity ("right foot pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted transvaginal hysterectomy with bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bipolar disorder, cyst, depression, bladder disorder, urinary tract disorder, back pain and abdominal pain outcome was unknown, the dysmenorrhoea, restless legs syndrome, dysuria and pain in extremity had resolved and the fatigue was resolving. The reporter considered abdominal pain, back pain, bipolar disorder, bladder disorder, cyst, depression, dysmenorrhoea, dysuria, fatigue, pain in extremity, pelvic pain, restless legs syndrome and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 and (B)(6) 2010. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain lot number: 685784 , manufacture date: 2009-10, expiration date: 2012-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and bipolar disorder ('bipolar depression') in an adult female patient who had essure (batch no. 685784) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concurrent conditions included stress incontinence, female, cyst of ovary, endometriosis, cervicitis, nabothian cyst, adenomyosis, vaginal bleeding and uterovaginal prolapse. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced bipolar disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), cyst ("cysts"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (laparoscopic-assisted transvaginal hysterectomy with bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bipolar disorder, dysmenorrhoea, cyst, depression, bladder disorder, urinary tract disorder, fatigue and restless legs syndrome outcome was unknown. The reporter considered bipolar disorder, bladder disorder, cyst, depression, dysmenorrhoea, fatigue, pelvic pain, restless legs syndrome and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure implant date on (B)(6) 2007 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and bipolar disorder ('bipolar depression') in an adult female patient who had essure (batch no. 685784) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concurrent conditions included stress incontinence, female, cyst of ovary, endometriosis, cervicitis, nabothian cyst, adenomyosis, vaginal bleeding and uterovaginal prolapse. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced bipolar disorder (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), cyst ("cysts"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (laparoscopic-assisted transvaginal hysterectomy with bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bipolar disorder, dysmenorrhoea, cyst, depression, bladder disorder, urinary tract disorder, fatigue and restless legs syndrome outcome was unknown. The reporter considered bipolar disorder, bladder disorder, cyst, depression, dysmenorrhoea, fatigue, pelvic pain, restless legs syndrome and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Most recent follow-up information incorporated above includes: on 6-nov-2019: plaintiff fact sheet and medical records were received. Events per pfs: bipolar depression, bladder problems, urinary problems, pain, fatigue, restless leg syndrome. Lot number and concurrent condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 685784) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem placing one coil in the fallopian tube". The patient's medical history included nickel sensitivity, obesity, abdominal hernia and tendonitis. Previously administered products included for birth control: mirena until (B)(6) 2010; for an unreported indication: advair from 2000 to 2004. Concurrent conditions included stress incontinence, female, cyst of ovary, endometriosis, cervicitis, nabothian cyst, adenomyosis, vaginal bleeding and uterovaginal prolapse. Concomitant products included citalopram since 2014, lurasidone hydrochloride (latuda) from (B)(6) 2018 to (B)(6) 2019, omalizumab (xolair) since 2014 and salbutamol sulfate (proair). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("chronic dysmenorrhea (cramping)/ dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In 2010, the patient experienced restless legs syndrome ("restless leg syndrome"). In (B)(6) 2010, the patient experienced depression ("depression"), fatigue ("fatigue") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). In (b(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). In 2015, the patient experienced bipolar disorder ("bipolar depression") and dysuria ("urinary problems"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced cyst ("cysts"), pain in extremity ("right foot pain"), abdominal pain ("abdominal pain") and stress urinary incontinence ("stress incontinence") and underwent bladder catheter temporary ("required to use a uretral cateter for 5 days"). The patient was treated with surgery (laparoscopic-assisted transvaginal hysterectomy with bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, urinary tract disorder, restless legs syndrome, dysuria, back pain and pain in extremity had resolved, the bipolar disorder, cyst, depression, bladder disorder, abdominal pain, endometriosis, allergy to metals, dyspareunia, anxiety, bladder catheter temporary and stress urinary incontinence outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bipolar disorder, bladder catheter temporary, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, pain in extremity, pelvic pain, restless legs syndrome, stress urinary incontinence and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 and (B)(6) 2010 current weight 200 lbs. Product insertion date updated from (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion, essure was successful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain lot number: 685784 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Product insertion date updated. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and bipolar disorder ('bipolar depression') in an adult female patient who had essure (batch no. 685784) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem placing one coil in the fallopian tube". The patient's medical history included nickel sensitivity, overweight, abdominal hernia and tendonitis. Previously administered products included for birth control: mirena until (B)(6)2010; for an unreported indication: advair from 2000 to 2004. Concurrent conditions included stress incontinence, female, cyst of ovary, endometriosis, cervicitis, nabothian cyst, adenomyosis, vaginal bleeding and uterovaginal prolapse. Concomitant products included citalopram since 2014, lurasidone hydrochloride (latuda) from (B)(6)2018 to (B)(6)2019 and omalizumab (xolair) since 2014. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced restless legs syndrome ("restless leg syndrome"). In 2015, the patient experienced bipolar disorder (seriousness criterion medically significant) and dysuria ("urinary problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), cyst ("cysts"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), back pain ("low back pain"), pain in extremity ("right foot pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted transvaginal hysterectomy with bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, bipolar disorder, cyst, depression, bladder disorder, urinary tract disorder, back pain and abdominal pain outcome was unknown, the dysmenorrhoea, restless legs syndrome, dysuria and pain in extremity had resolved and the fatigue was resolving. The reporter considered abdominal pain, back pain, bipolar disorder, bladder disorder, cyst, depression, dysmenorrhoea, dysuria, fatigue, pain in extremity, pelvic pain, restless legs syndrome and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6)2007 and (B)(6)2010. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: plaintiff fact sheet received. Events added from pfs- urinary problems, right foot pain, abdominal pain, problem placing one coil in the fallopian tube. Outcome of event dysmenorrhoea, fatigue, restless legs syndrome were updated. On set date of event dysmenorrhoea, restless legs syndrome were updated. Medical history, historical drug, concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 685784) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem placing one coil in the fallopian tube". The patient's medical history included nickel sensitivity, obesity, abdominal hernia and tendonitis. Previously administered products included for birth control: mirena until (B)(6) 2010; for an unreported indication: advair from 2000 to 2004. Concurrent conditions included stress incontinence, female, cyst of ovary, endometriosis, cervicitis, nabothian cyst, adenomyosis, vaginal bleeding and uterovaginal prolapse. Concomitant products included citalopram since 2014, lurasidone hydrochloride (latuda) from (B)(6) 2018 to (B)(6) 2019 and omalizumab (xolair) since 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("chronic dysmenorrhea (cramping)/ dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In 2010, the patient experienced restless legs syndrome ("restless leg syndrome"). In (B)(6) 2010, the patient experienced depression ("depression"), fatigue ("fatigue") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). In 2015, the patient experienced bipolar disorder ("bipolar depression") and dysuria ("urinary problems"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced cyst ("cysts"), pain in extremity ("right foot pain"), abdominal pain ("abdominal pain") and stress urinary incontinence ("stress incontinence") and underwent ureteral catheterisation ("required to use a uretral cateter for 5 days"). The patient was treated with surgery (laparoscopic-assisted transvaginal hysterectomy with bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, urinary tract disorder, restless legs syndrome, dysuria, back pain and pain in extremity had resolved, the bipolar disorder, cyst, depression, bladder disorder, abdominal pain, endometriosis, allergy to metals, dyspareunia, anxiety, ureteral catheterisation and stress urinary incontinence outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bipolar disorder, bladder disorder, cyst, depression, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, pain in extremity, pelvic pain, restless legs syndrome, stress urinary incontinence, ureteral catheterisation and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 and (B)(6) 2010 current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion, essure was successful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Lot number: 685784 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: pfs received. New events: endometriosis, nickel sensitivity, dyspareunia, anxiety, ureteral catheterization were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.